Manufacturer narrative:
(B)(4). Batch # 416a68. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60w reload loaded on the device. The reload was received partially fired 2/3 with two clips on the deck and with damage on reload deck due to the clips. The bailout door was removed and missing, but the bailout lever is proximal and will recess into handle, take off the reload and find there is a metal foreign matter stuck on the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload deck is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire when severing lung tissue on the 2th firing. And then changed white reload to transect vessel. Could not fire after fired 1/2. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.